Manufacturer narrative:
Information received from the cypress study indicated that a patient experienced restenosis after having coronary artery stents implanted. The patients past medical history consists of angina, positive functional study for ischemia, family history of coronary artery disease, stable angina pectoris, history of peripheral artery disease, hypertension, diabetes mellitus type ii. The target lesions were the proximal and mid left anterior descending artery (lad). The lesions were described as de novo, calcified and 100% stenosed. The mid lad was pre-dilated twice with an unknown balloon followed by the implant of a 3.0mm x 33mm cypher stent at 11 atms. The stent was not post-dilated. The proximal lad was pre-dilated with a 2.5mm 20mm firestar balloon at 12 atms, followed by the implant of a 3.0mm x 23mm cypher stent at 11 atms. The stent was not post-dilated. The patient was discharged the day of the procedure. Approximately eight months after the study index procedure, the patient had a revascularization/CABG surgery due to unstable angina. The patient had a left internal mammary artery bypass graft to the lad, radial artery bypass graft to the diagonal sequentially to the obtuse marginal (om), and a saphenous vein graft to the posterior descending branch. The devices remain implanted in the patient and are not available for inspection. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a well-known potential adverse event associated with implanting coronary artery stents. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent or open heart surgery. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes, 100% occluded and calcified lesion. There is no indication in the reported event or the DHR that there is a design or manufacturing related issue therefore no action will be taken. This is one of two products used during the same procedure. Please reference MFR report # 3003742446-2011-00319 and # 3003742446-2011-00320.

Manufacturer narrative:
The patient was found to have three-vessel disease and had two lesions treated during the index procedure. The mid lad target lesion (tl#1) was reported to be: de novo, a 100% stenosis, 30 mm length, 3.0 vessel diameter, mildly calcified, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon catheter at 12 atm. A cypher 3.0 x 33 mm stent was implanted at 11 atm. The residual stenosis was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. The proximal lad target lesion (tl#2) was reported to be: de novo, a 100% stenosis, 23 mm length, not tortuous, mildly calcified, and type c. The lesion was pre-dilated using two firestar 2.5 x 20 mm balloon catheters at 12 atm. A cypher 3.0 x 23 mm stent was implanted at 11 atm. The residual stenosis was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2011-00319 and # 3003742446-2011-00320.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had two cypher stents implanted during the study index procedure: a 3.0 x 33 mm (cypher stent #1) at 11 atm. In the mid left anterior descending (lad), and a 3.0 x 23 mm (cypher stent #2) at 11 atm. In the proximal lad. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day of the procedure. Approximately eight months after the study index procedure, the patient had a revascularization/CABG surgery due to unstable angina. The patient had a left internal mammary artery bypass graft to the lad, radial artery bypass graft to the diagonal sequentially to the obtuse marginal (om), and a saphenous vein graft to the posterior descending branch.